Event description:
It was reported by service report that the steer would not remain engaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Carriage guide roller, cam bracket assembly.